Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of complex reg pain syndrome type I and spinal pain. It was reported that the patient had their ins removed because therapy was never successful for them. The patient inquired about what to do with the external equipment. No further complications are anticipated.